Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Information regarding the replacement of the initial ins due to normal eri and the report of post-surgical pain are addressed in MDR# 3004209178-2017-17492. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator and extension for cervical/neck. The new neurostimulator was implanted for non-malignant pain and headache. It was noted that the patent also had a cardiac monitor system and a pelvic health stimulator. It was reported that the patients ins was for occipital. The wires were placed left and right on the base of his skull wire was run up his back. The patient said their brain surgery was in 96 and he has lived with constant pain since 97. The patient said he must have developed scar tissue around the nerve and it irritated a nerve on the back of his head and caused pain down the occipital nerves down both sides of skull. The patient was looking for a closer health care professional (hcp). The patient reported that his implant surgery was hellacious, post-surgical pain laid him up for a while he could not work very well or hold his son who was just a baby. The patient also reported an elective replacement indicator (eri) on his device. Product service specialist (pss) reviewed steps to bypass information screen and the typical time between eri-eos and that they should contact their hcp. There was no allegation or dissatisfaction with the ins longevity. The patient said he did have it interrogated by a manufacturing representative in anticipation of end of battery life. The patient said this was done when he had heart failure last year in anticipation. The patient said he was told 8 to 10 years and thought why don't we check the ins when he had heart failure last (B)(6) 2016. The patient said it was interrogated and they told him he had a year or two left. Pss asked if they thought his heart failure not related patient said he did not think so. No further patient symptoms or complications were reported from this event. Additional information was received from the consumer on (B)(6) 2017. It was reported that they were getting their implantable neurostimulator (ins) replaced due to normal battery depletion and mentioned that they saw an elective replacement indicator (eri) message about two weeks prior to the date of this report. The patient stated that the circumstances that led to the eri message was that their ins reached the end of its expected life, which was about eight years. It was noted that the patient had a consultation with a surgeon on (B)(6) 2017. No further complications were reported or anticipated. Additional information was reported by a manufacturer representative on (B)(6) 2017 that they were doing a battery replacement for normal elective replacement indicator (eri). On the 0-7 lead/extension the health care professional (hcp) had difficulty removing it from the battery. It was discolored yellowish brown on the 5-8 electrodes. It also could not be inserted into the new battery as it seemed like it was wider than it should be. It was confirmed that pre-operatively electrode 3 was out of range. It was reported that there were high impedance issues. The extension was discolored yellowish brown and was getting stuck going into the header block. It was difficult getting the extension out. In the multi-lead trialing cable (mltc) only 0 and 1 were good. Initially contacts 0, 1, and 2 were good. The extension tip was possibly getting bent from trying to insert it into the header. The health care professional (hcp) was going to try 2 different models of extensions and see if they could insert it fully and daisy chain it into the header. The hcp attempted to connect the extension with the discoloration to a new extension but it did not work. The hcp decided to plug the 0-7 port on the new battery. The 8-15 extension was used. The manufacturer representative was going to program the patient using the single lead. It was noted that the hcp would let the patient decide at a later time if they wanted to have the 0-7 extension replaced. But that it would not be happening in the near future. No further complications were reported.